Event description:
Information was received indicating that this extension set exhibited leakage from the air detector disc on the extension line. The patient was admitted to the hospital for monitoring and transition to a hospital pump and line until new lines with a different lot number were available. No additional adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Additional information provided in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. A product sample was received for evaluation. Visual and functional testing were performed. The used sample was received with a white substance that occluded the luer; in one of the new samples, delamination was found in a join of the filter with the tube. Leak testing on all the samples received were performed using hydrostat vessel to look for unusual functions. The water could not flow through the used product due to the fact that the sample was not received in condition to perform a functional test. No discrepancies were detected in the unused samples. The root cause of the reported issue could not be determined; there was no fault found with the returned samples. No actions are required since the complaint was not confirmed and the root cause could not be attributed to the manufacturing process; however, manufacturing personnel was notified as awareness of the failure mode reported by the customer.

Manufacturer narrative:
Additional information received regarding medication.

Event description:
The infusion medication was (B)(6). Yes, this medication is considered life sustaining medication. Can not say whether patient was without medication for any length of time as only reported small leakage. Line change was done within 20 minutes of reported leaking. (B)(6) is an intravenous medication approved for the treatment of pulmonary arterial hypertension.